Event description:
Spontaneous, parent reported patient had to waste medication due to pump malfunction., pts freedom pump stopped working, it started winding, then stopped in the middle and wouldn't wind anymore. Medication was already drawn up in syringe last night and was not able to infuse. No further information provided. Unknown if adverse events or missed doses. Unknown if md aware. Pump replaced & malfunctioned pump will be returned. Reported to (B)(6) by: patient/caregiver.